Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), an all-way silicone foley catheter. Visual inspection noted the balloon had mushroomed. This is out of specification which states, " balloon must not cuff after deflation. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: ¿caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon ribbed when removing from patient. Per mail received on 07dec2023, stated that the surgeon who removed the catheter cut the tip with the ribbing and discarded the rest of it. The charge nurse on the unit placed it in a sterile urine container and pulled another catheter that is the same type from the supply cart on the same day and placed it in a bag together. Unfortunately they took it out of the packaging and discarded it, so they do not have a lot number. They reported that the patient had no residual effects once the catheter was removed. The main issue was that they were unable to remove it and had to call the surgeon. The charge nurse put the catheter in themselves. The balloon was not tested and was inflated with 10cc of sterile water. They deflated the balloon passively.

Event description:
It was reported that the foley catheter balloon ribbed when removing from patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.